Event description:
It was reported that the lead was pulled completely out of the vessel. A twiddler syndrome was observed. Hence the lead was explanted.

Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure.